Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a por (power on reset) and that there were alerts triggered due to a charge circuit time out occurred and an electrical reset occurred. It was noted that shocks were delivered, long after the reset, while the patient was sitting quietly with no prior symptoms and that the ICD is now at eos (end of service). The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated charge circuit timeout. If information is provided in the future, a supplemental report will be issued.